Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es station the drawer failed to open. The customer reported that the issue occurred while dispensing medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction patient identifier. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-aug-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 3.1 was failed. A field service engineer (fse) remoted into the station and confirmed that there were no errors. Customer was able to recover the drawer, and it was working fine. The system functioned as intended after the field service engineer verified the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es station the drawer failed to open. The customer reported that the issue occurred while dispensing medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.